Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history revealed no other similar complaints reported from this lot. Based on the information provided, the reported core break appears to be due to operational circumstances. It is likely that the break occurred during removal from the packaging tray or inadvertent mishandling. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the tip of the 35cm barewire was partially detached from the main body of the wire during preparation. The tip did not completely detach and the core was intact. There was no device use or patient involvement. There was no clinically significant delay in the procedure. No additional information was provided.